Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn:m365sc8216500 model:sc-8216-50 serial: (B)(6) batch:7078133.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. It was noted that the patient's diabetes was not well controlled, and infection developed. The patient was placed on multiple rounds of antibiotics and the physician decided to remove both the ipg and paddle lead. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.